Event description:
Customer reported that the insulin pump alarmed button error. Customer stated she was walking on the beach when the alarm occurred. Customer stated she tries to keep the insulin pump away from water and sweat because the button error has happened before. Blood glucose value is 190 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarm was noted. The pump had intermittent button response due to corroded keypad traces. The pump passed the displacement test. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, cracked belt clip slot, and missing end cap sticker.